Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in-clinic for follow-up. The device was found to be in backup vvi mode. A successful device download was performed, and the device was restored to normal device function. Patient is fine.